Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump¿s enclosure separated, with the screen becoming detached from the back housing, while the pump continued to operate and blood glucose remained stable; a replacement device was arranged and the user was instructed to transition to backup therapy, shut down the device if possible, and return the original unit. Symptoms included no adverse clinical effects. Outcomes included no impact beyond device replacement logistics and continued diabetes management with cgm as needed. Investigation included collection of use history and troubleshooting with education, as well as coordination for device return and data synchronization guidance. Investigation of the returned device revealed a hardware screen-to-bezel separation consistent with enclosure integrity failure of the display assembly, with no functional alarms or therapy interruption reported. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical integrity issue of the device housing/display assembly.